Event description:
It was reported that on (B)(6) 2014, the 2.5 x 12 mm xience v stent was implanted in an un-specified coronary lesion. While cross checking the inventory report for this account, it was found that the stent had expired on (B)(6) 2014, approximately a month before it was implanted. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for device expiration issue from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by date.